Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired with the ilet pump for an extended period, after which the pump displayed a stop or replace sensor message and no glucose readings were available; the pump then indicated pairing with sensor again, consistent with an intermittent communication failure involving the antenna/electrical-magnetic communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices with intermittent communication failure traced to the antenna/electrical-magnetic communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was component failure.